Event description:
It was reported that the numbers on the insulin pump were scrolling from zero to 500 when the customer was entering the carbohydrates. This happened the night prior to the phone call. At the time of the call the customer's blood glucose was 319 mg/dl. The customer changed the battery and the insulin pump alarmed button error. The customer stated that they were wearing the device under their dress. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion tests, prime test and excessive no delivery. No button error alarms noted. No display ramping on it's own noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners. The insulin pump received with minor scratches on lcd window.